Event description:
It was reported that the patient visited the emergency room and was subsequently hospitalized on (B)(6) 2026 due to high blood glucose levels and the presence of life-threatening ketones. The patient was treated with intravenous fluids, including saline and insulin. This occurred as a result of a kinked cannula, which led to an insulin infusion flow blockage.

Manufacturer narrative:
Initial 1 of 2. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: (B)(4). Manufacturing site: (B)(4).